Manufacturer narrative:
(B)(4). Igtcfs-65-2-uni-celect-pt. Similar to device under k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: standard access performed on right femoral vein. Wire inserted to ivc without issue - cavagram performed and cava measured. Filter inserted using the navalign sheath kit. Filter advanced into sheath after only inserting a few inches some resistance was felt. A little forward pressure was applied but the filter would not advance any further. An x-ray imaging was taken down the groin area and the filter was seen to have sheared through the sheath and out the side. The surgeon was able to pull the filter backwards and cut the sheath after it was pulled out from inside the patient. A wire was inserted into the cut sheath a 9f sheath was exchanged for the cut 7f navalign sheath. Some extravasation was noticed at the venous insertion site which resolved by the end of the procedure. Another celect platinum was used this time inside the 9f sheath. Patient outcome: no part of the device remained inside the patient. The patient did not require any additional procedures due to this occurrence. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
(B)(4). Catalog: igtcfs-65-2-uni-celect-pt. Similar to device under k121629. (B)(4). Summary of investigational findings: investigation of the returned product confirms that the filter had penetrated the sheath. There is no information regarding the patient's anatomy, however the anatomy is suspected to be tortuous and thereby the approach to be difficult. To address the issue, under normal conditions the introducer sheath is strong enough to accomplish the procedure. From the IFU; excessive force should not be exerted to place filter. Furthermore, the IFU states, the filter may be repositioned only by advancing the filter; retracting the filter could damage the secondary legs or caval wall. Based on the provided information and the findings, user technique is concluded to be the root cause of this reported event. There is found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: standard access performed on right femoral vein. Wire inserted to ivc without issue - cavagram performed and cava measured. Filter inserted using the navalign sheath kit. Filter advanced into sheath after only inserting a few inches some resistance was felt. A little forward pressure was applied but the filter would not advance any further. An x-ray imaging was taken down the groin area and the filter was seen to have sheared through the sheath and out the side. The surgeon was able to pull the filter backwards and cut the sheath after it was pulled out from inside the patient. A wire was inserted into the cut sheath a 9f sheath was exchanged for the cut 7f navalign sheath. Some extravasation was noticed at the venous insertion site which resolved by the end of the procedure. Another celect platinum was used this time inside the 9f sheath. Patient outcome: no part of the device remained inside the patient. The patient did not require any additional procedures due to this occurrence. No adverse effects to the patient were reported due to this occurrence.